Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing intermittent elevated blood glucose (bg) levels up to 459 (mg/dl) with high ketones. Boluses via the pump were delivered to address bg levels. Reportedly, the customer's son assists the customer when running an elevated bg level by bringing the customer food and drink. A recommendation was made for the customer to further discuss elevated bg levels with a healthcare provider.